Event description:
It was reported that the external pulse generator (epg) was used on a patient during a heart operation. The device was found to be undersensing. After sensitivity was changed to 1 mv and the patient cable was changed, the undersensing continued. The device was then exchanged for a different epg and the new device operated normally. No patient complications were reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis observed the no sensing issue during device test using test console and manual operational test. A difference was noted between the programmed rate and the actual rate. The flex assembly relevant for rate programming will be prophylactically replaced. It was also noted that there was damage to the screw socket inside the unit casing due to wear. (B)(4).